Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported impact to the customer¿s blood glucose. Reportedly the customer declined troubleshooting with tandem technical support and reverted to an alternate pump for insulin therapy.